Event description:
It was reported that (6) devices were used during a video assisted thoracic surgery lung biopsy. It was reported by the affiliate that there was bleeding from staple line noted after first firing. Subsequent firings to correct bleeding also unsatisfactory. Unformed staples noted and retained (in package being returned). Converted to open thoractomy to complete the case.